Manufacturer narrative:
Date of death and date of event: unknown; therefore, date is approximated.

Event description:
It was reported that a patient death occurred. It was reported via social media that the patient experienced a perforation during the procedure and ultimately passed away at a later date.

Event description:
It was reported that a patient death occurred. It was reported via social media that the patient experienced a perforation during the procedure and ultimately passed away at a later date.